Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/7/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch plp148, and no non-conformances were identified. Additional information was requested and the following was obtained: there is only one photo provided. The photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The photo returned shows a broken needle, however the event describes a suture breakage. Did the suture break and needle break on the same device during this procedure? Did only the needle break and not the suture?

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/04/2021 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: a picture was received from for evaluation and as per visual inspection of the picture a container with a broken needle was observed, also the strand was observed cutted. The product code should be f2825. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: did only the needle break and not the suture? Yes, the issue is only related to a needle break. Date sent to the FDA: 10/04/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what is the procedure date? On (B)(6) 2021. Could you please confirm if the issue (breakage suture) occurred intra-op? It is unclear in the event description. Yes, the suture broken right in the middle, see picture. Did the surgery was completed successfully? Yes. Did the surgery was delayed due to the issue? No.

Event description:
It was reported that a patient underwent an umbilical hernia repair on (B)(6) 2021 and suture was used. During the procedure, the thread broke. Another like device was used. There were no adverse patient consequences. No additional information was provided.